Manufacturer narrative:
Additional concomitant medical product - patient interface lot# cc04152 patient code of (B)(4) is provided for vertical gas breakthrough and for difficult flap. The laser machine was examined and tested at the customer location by an abbott field service specialist (fss). The fss performed a system checkout and z-calibrations and found the surgeon uses 100 micron flaps. The surgeon was advised that the thinner the flap, the more likely complications will occur; therefore the fss adjusted the z-depth by updating cone to -20 and verified gel thickness. 100 micron flaps measure 110 microns. In addition, upon arrival room temperature 82, 27 percent humidity. Maintenance personnel called to address room conditions so that the room temperature and humidity is at recommended settings. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
A laser vision correction patient experienced vertical gas breakthrough (vgb) during a laser treatment on the right eye. The vgb made the flap difficult and as a result of the vgb, the procedure was aborted. A bandage contact lens was placed on the eye. The procedure will be converted to photorefractive keratectomy (prk) procedure at a later date. There was no loss of best corrected visual acuity (bcva) indicated. Pre-op: bcva from (B)(6) 2017: right eye (od) pre-op 20/20 -1.50 x -.50 x 110, left eye (os) pre-op 20/20 -1.25 x -.25 x 70.